Manufacturer narrative:
Samples have been returned and an investigation is being done. Upon completion of the investigation a supplemental report will be filed.

Event description:
Phlebitis occurred during use with a bd posiflush 3ml saline syringe. Pt was treated with oktinisept and a bandage.